Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the device over infused. Per reporter, the device was programmed with 92 ml, and still read 4.6 ml on the screen despite a bone-dry bag. The event occurred while in use with a patient at the patient¿s home. There was a patient involvement, and no patient harm/adverse event reported.